Manufacturer narrative:
The device was returned to smiths medical. The device did not squirt water or even leak. We could not duplicate or confirm the customer's complaint. There was a user error by the customer. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Ro (B)(4): it was reported that the device squirts water. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical. The device did not squirt water or even leak. We could not duplicate or confirm the customer's complaint. There was a user error by the customer. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
(B)(4): it was reported that the device squirts water. No patient injury was reported.